Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was found to be kinked/bent 0.5cm and 1cm from the distal tip. A further kink was noted 25.4cm from the proximal end. The core wire distal end was observed through the distal tip dome. The guidewire hydrophilic coating was hydrated and there were no anomalies noted. The guidewire ptfe coating was inspected and the ptfe was found to be peeled/peeling at intervals from the proximal end to 119cm from proximal end. There was no evidence of a break/fracture at the distal end or anywhere along the entire length of the guidewire. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was not confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped to 90 degrees, continuous flush was set up and maintained throughout the clinical procedure. There was no friction/resistance encountered during the procedure. The patient¿s anatomy was not tortuous. After withdrawing the guidewire from the patient, the operator found it fractured. There were no other difficulties encountered during the usage of the device that could have contributed to the issue. Analysis of the returned device found the guidewire was kinked/bent 0.5cm and 1cm from the distal tip and 25.4cm from the proximal end. There was no evidence of a break/fracture at the distal end or anywhere along the entire length of the guidewire. Therefore, the reported defect guidewire distal tip broken/fractured during use was not confirmed. There was evidence of scraping and peeling of the ptfe guidewire coating in several sections from the proximal end to 119cm from the proximal end. The peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of procedural factors will be assigned to the analyzed defect guidewire distal end/tip kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The analyzed defects guidewire ptfe coating peeling and guidewire kinked/bent has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during an aneurysm embolization procedure at right mca (middle cerebral artery), the subject guidewire was used with a microcatheter to super select the vessel. When the proximal of the subject guidewire was rotated, the distal of the subject guidewire would not rotate. The operator withdrew the subject guidewire and found distal of the subject guidewire fractured. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 : the device is not available to the manufacturer.

Event description:
It was reported that during an aneurysm embolization procedure at right mca (middle cerebral artery), the subject guidewire was used with a microcatheter to super select the vessel. When the proximal of the subject guidewire was rotated, the distal of the subject guidewire would not rotate. The operator withdrew the subject guidewire and found distal of the subject guidewire fractured. The operator replaced it with a new device and continued the procedure without clinical consequences to the patient.